Event description:
Had a proloop hernia mesh implanted 2012. Complication since: pain, bloating, digestive problems, gas problems, discomfort in the belly. Recent severe infection bacteria detected in small intestine. Meds prescribe 2650 mg antibiotics. Two meds 2650 mg antibiotics. FDA safety report ID# (B)(4).